Manufacturer narrative:
(B)(4). A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test. The device was determined to meet specification requirements per rite testing. External and internal inspection was performed and revealed no problems. The pal analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. Device passed seal, purge & wet disposable integrity test and successfully completed a short simulated therapy. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.